Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis it was reported that there were no anomalies found, there was blood/fluid on the distal conductor (non-obstructing), the inner tubing was kinked/buckled, the helix/lobe mechanism was distorted/bent, there was blood in/on the helix/lobe mechanism and mechanism sleeve head. It was apparent that damage occurred during explant and the tip seal was observed out of position. The full lead was returned for analysis.

Event description:
It was reported that during an attempted implant, the helix on the lead could not fully extend after many turns with the pinch tool. The lead was explanted. No patient complications have been reported as a result of this event.